Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a device that did not inflate. A revision surgery was performed, during which the physician confirmed that the device did not inflate due to the pump not transferring fluid to the cylinders. The cylinders and pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that did not inflate. A revision surgery was performed, during which the physician confirmed that the device did not inflate due to the pump not transferring fluid to the cylinders. The cylinders and pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed ms pump tubing was worn down to the filament. Under microscope observation, the spring and poppet rod were misaligned in the ms pump. The misaligned ms pump was primed during the leakage test, and output fluid flowed from the suture tubing instead of the two clear tubing. Visual inspection showed both cylinders had wear at the fold from the middle to the proximal end, and both cylinders did not pass the leakage test. Based on the information available and analysis results, the allegations of inflation and mechanical issues were most likely related to the misaligned ms pump spring and poppet rod identified during testing; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.